Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from singapore that a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of 8 years and 2 months due to stenosis. A 26mm transcatheter valve was implanted within the edwards surgical valve. There was no patient injury and the patient was reported to be recovering.

Manufacturer narrative:
Added information to section b7 (other relevant history, including preexisting medical conditions). Updated section b5 (describe event or problem), h6 (health effect, clinical code), h6 (investigation findings) and h6 (investigations conclusions). Corrected data in section h6 (device code): 1077 (calcified) replaces 4066 (device stenosis). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and breast cancer.

Event description:
Edwards received notification from singapore that a patient with a 7300tfx27 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of 8 (eight) years and 2 (two) months due to calcification leading to stenosis (peak and mean gradient values of 27 and 18mmhg; valve area/index of 0.8cm2). The patient presented with pulmonary edema prior to the intervention. A 26mm transcatheter heart valve was implanted within the edwards surgical valve. There was no patient injury. The patient was reported to be discharged home 4 days after the procedure and currently well and in stable condition.